Manufacturer narrative:
No blood observed on the device. The device was received not deployed; the pink slide insert was not visible through the viewing window of the top housing. The download data shows that the device completed first prime and was deactivated before the initiation of second prime. Timeouts were also observed in the download data. The device was reset and paired with a master pdm to deliver a 5-unit bolus; the bolus was successfully delivered and the rerun data showed no abnormalities. The device deployed as intended during the rerun. No damages or defects were found with the drive mechanism that would contribute to timeouts or the device not deploying. The device did not run enough pulses to deploy the cannula. No bends, kinks or damages were observed on the soft cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels ranged from 250 mg/dl and 265 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied.